Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had a pull off suture needle issue. One empty labeled winding former, a detached needle and a needle-suture were received for analysis. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In the inspection of the needle/suture combination, the swage and attachment area were noted to be as expected. However, the end suture was crushed and cut, appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off suture needle, suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent a congenital heart surgery on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. Changed another suture to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.